Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. No disposable and high-pressure alarms messages were found in the pump's event history log. Service replaced worn downstream occlusion sensor to address the issue and not related to the "failed volume test" of the current issue. Service also recommended an expulsor to be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed volume test; the volume was too low. This was an out of box failure and there was no patient involvement.